Event description:
3ml syringes, lot # 5043915. Syringes unable to separate due to no perforation on one side. Looks like a double package of syringes and unable to pull apart without making it stay sterile.